Manufacturer narrative:
The investigation into the reported automated impella controller (aic) purge disc/flag issues has been completed. There were no logs associated with the reported occurrence date. This could be potentially due to the clinical staff misreporting the occurrence date, as the logs suggest that the reported issues occurred on (B)(6) 2023. During testing, the purge retainer was confirmed to be broken. The root cause of the reported event was determined to be a broken purge disk retainer.

Event description:
The complainant reported 72-year-old male patient on impella 5.5 support experienced purge alarms overnight. The rn discovered during cassette change that blue purge disc holder was loose and coming off the automated impella controller (aic). The aic was therefore exchanged. There was no reported patient harm.